Manufacturer narrative:
The user reported multiple high glucose events on 1 december 2025. The user did not seek medical care and self-treated with insulin. The hcp was not aware of the events. The user was advised to follow up with their hcp for medical assistance if needed. Review of dms indicated that the system asserted high glucose alerts every 30 minutes when the sg values exceeded the high alert threshold. In an associated case of sensor inaccuracy, a review of in vivo sensor data indicated that most observed differences were potentially due to inherent lag in the sensing technology of the system, and no anomalies that would impact accuracy was identified around the reported timeframe the user later spoke with senseonics' chief medical officer and acknowledged that the observed differences were consistent with lag, and that overall system performance was within expectations. A review of one-month following the reported (05 dec 2025- 02 jan 2026) showed good agreement between sg and bg values.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a high glucose event. The user did not seek medical treatment and resolved the event by administering insulin. The user's hcp is not aware of the event; the user was advised to follow up with the hcp for further medical guidance. Per dms, the user is currently using the system with up-to-date information.